Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Pictures provided were insufficient to complete a visual or dimensional evaluations. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a total knee arthroplasty. Postoperatively, a metallic piece was discovered in the patient by x-ray observation. As a result, the patient was revised 2 days post implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.